Manufacturer narrative:
The circuit valve was returned to resmed and an investigation was performed. Visual inspection of the returned valve found no abnormalities. In-house testing confirmed that the valve was faulty; the valve did not raise peep at low peep pressure settings. The investigation determined that the valve failure was possibly due to physical damage or contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral circuit valve failed to raise peep (positive end expiratory pressure). There was no patient injury reported as a result of this incident.